Event description:
In (B)(6) 2011, I had the essure device inserted. In (B)(6) 2011 I had the test to find out if device was placed correctly, it was. Between (B)(6) 2011 and (B)(6) 2013, the device had come out of a fallopian tube and migrated into my uterus. After living in pain and constant bleeding, headaches, and lower pelvic pain, I returned to dr. He ordered an internal ultrasound and discovered the essure spring migrated to somewhere it wasn't supposed to be. My doctor wants me to have a complete hysterectomy to remove them. I am agreeing to this procedure so that it does not happen again on the other side. I am in a lot of pain, feel depressed and have no energy what so ever along with a list of other symptoms.